Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the first patient. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that two patients experienced an allergic reaction to prime & bond xp. Further details have been requested, but are not yet available.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome.